Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, after ablation and following removal of the endotracheal tube, a drop in spo2 was observed and ventilation was initiated using a non-medtronic mask. The patient developed hypoxia with pulseless electrical activity, and cardiopulmonary resuscitation with chest compressions was initiated and adrenaline medication was administered. Approximately two minutes after initiating cardiopulmonary resuscitation, return of spontaneous circulation was observed and spo2 was maintained at 100%. Computed tomography showed no pericardial effusion, no ascites, and no intracranial hemorrhage, ultrasound showed no pericardial effusion, and external cardiac monitoring showed sinus rhythm. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.